Manufacturer narrative:
This report is submitted on september 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed an abscess and an infection at the implant site. Subsequently the abscess was drained (date not reported) and it was also reported that the infection had cleared.